Manufacturer narrative:
There were multiple common device names and medical device types reported to be involved. The information for each is listed below: common device name: intravascular administration set. Medical device type: fpa. (B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® push button blood collection sets had insufficient blood flow through the device. No serious injury or medical intervention reported.